Event description:
Advocate called stating that 3 customers have reported their blood glucose readings on their contour meters to be between 125-150 mg/dl. In each case the customer did not feel well and was taken to the hospital where blood was retested and results were in the 500's mg/dl. They were hospitalized and given insulin drip. One of the three customer's reportedly suffered from ketoacidosis. Advocate would not give any further information.

Manufacturer narrative:
Advocate could not provide customer details and would not provide her own information or product information. It's not possible to determine the manufacture date.